Event description:
Clinical study #0500006yv. It was reported that during a coronary drug eluting stenting treatment procedure, there was balloon withdrawal resistance. The lesion being treated was a 3.5mm, 90% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of four taxus liberte' (3.50x32mm, 3.00x32mm, 2.50x24mm, 2.50x24mm) overlapping study stents in the target lesion. There was balloon withdrawal resistance on the 3.5x32 stent after it was implanted. The physician stated "it needed more force than usual to pull the balloon out." This was resolved without treatment and the rest of the stents were implanted without any difficulties. The pt was discharged the next day on plavix and aspirin.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met it's specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.